Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the battery longevity was noted to have a marked decrease in the last year. Further review of the session records revealed normal depletion with a minimally shorter longevity than expected. The device remains implanted an the patient will be monitored and was in stable condition.